Event description:
It was reported that the patient fell on the implantable neurostimulator (ins) today and felt no stimulation right after the fall. Communication with the patient programmer and the recharger was attempted, both were unable to communicate with the ins. The patient was recharging every two days due to very high settings. Recharging was attempted twice. The patient had cancelled appointments to meet the manufacturer representative for troubleshooting, nothing further has been scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).